Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer was hospitalized with high blood glucose level of 530mg/dl . It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 222 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.